Event description:
It was reported via repair work order that the that the unit has a gash/hole in the outer rail with sharp edges. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.